Event description:
It was reported that the patient was charging the ipg more frequently and for longer periods. It was also noted that the patient was experiencing undesired sensation and positional stimulation. The patient underwent an ipg replacement procedure and was doing well post operatively. The explanted device was disposed at the facility.